Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all machines were in disconnected mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that 5 anesthesia machines were in disconnected mode. A field service engineer accessed windows, entered the network settings, and reconnected each machine to the network. The engineer had to wait for procedures to finish in two of the rooms before completing the reconnections. Functionality was tested using the hardware testing application, and the customer confirmed that the application was working properly. The system functioned as intended after the field service engineer tested the device.